Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump' center button had to press more than once sometimes did not get register. Customer reported that the insulin pump had random no delivery alarms and pump rewinds louder than before and sometimes reservoirs need to be fiddled with to fit. Customer reported that the insulin pump's display get dim even when battery was not low making it harder to read and insulin pump had large scratches on the top of the screen and there was a white bar that shifts the screen down. Customer reported that the insulin pump's battery life was down to two weeks to a month. No harm requiring medical intervention was reported. The device will not be returned for analysis.